Manufacturer narrative:
The results of co's investigation verified the complaint. The condition observed was attributed to a coarser dispersion of barium sulfate particles in the powder component of the bone cement. Co testing and analysis indicated that this is a cosmetic condition which will have no adverse effect on the mechanical properties of the bone cement. Testing verified conformance to co internal acceptance specs. In addition, samples of cement exhibiting this condition were tested for tensile strength which was found to be within the normally expected range for simplex p bone cement. As a result of co investigation we have adjusted the milling and blending process to result in a finer dispersion of barium sulfate particles. All current production of simplex p powder reflects this change.

Event description:
After mixing the cement with enhancement mixer, lumps were seen in the post operative x-rays. There was no adverse consequence for the pt or delay in surgery or anesthesia time.